Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had dislodged during implant and post implant. The patient was brought back and the lead was repositioned. A day later, the lead dislodged again and the physician removed the lead and implanted a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.